Manufacturer narrative:
Device used for treatment and not diagnosis. The lot number was not provided and a review of the raw material and manufacturing documents was not possible. The investigation of the complained hcs screw shows no irregularities. Unfortunately the information given did not provide sufficient evidence for an exact determination of the failure reason. It is to point out though that this hcs screw is not intended as intramedullary fixation. It is merely intended as a lag screw (compression screw). No product fault could be detected.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient was implanted with screws on (B)(6) 2012 to correct a mid shaft clavicle fracture. Two weeks later, x-rays showed a bent screw and surgery was scheduled for removal on (B)(6) 2012. During the surgery, the screw was difficult to remove and surgeon needed to create a medial window to remove it. No synthes employee was present at the time of removal. The surgeon has requested a full investigation including a bending strength analysis. This is 1 of 1 report for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.